Event description:
Falsely elevated assay results were obtained on several patient samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated assay results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated results was an empty wash 1 container due to wash 1 sensor failure.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated assay results was an empty wash 1 container due to wash 1 sensor failure. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.